Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the device. The physician inspected the device and confirmed that one of the cylinders had a hole. The cylinder and pump were explanted and replaced with new components. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later, the patient underwent surgical intervention to revise the device. The physician inspected the device and confirmed that one of the cylinders had a hole. The cylinder and pump were explanted and replaced with new components. The patient improved after the operation.

Manufacturer narrative:
Upon previous receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the cylinder identified that there was a hole in the corner of a fold near the middle of the cylinder body. This cylinder did present a fluid leak. The pump was visually inspected with no abnormalities and passed the leak and functional testing performed. Based on the information available, the reported observation was confirmed, and a conclusion of cause traced to component failure was chosen.